Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged device test failed, reservoir unable to lock into place, pump error 37 alarm, pump error 43 alarm, pump error 130 alarm found on (B)(6) 2021. Unit p-cap / reservoir locked properly in place and passed the self-test, however failed the rewind test due to pump error 38 alarm, thus could not perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thus. Confirmed pump error 37 alarm due to a motor error on (B)(6) 2021 at 18:53, 19:04, 19:05, 19:11, 19:12, and 19:14 in the pump downloaded history. Confirmed pump error 43 alarm on (B)(6) 2021 at 18:53 and 19:06 in the pump downloaded history. Confirmed pump error 130 alarm on oct 19, 2021 at 18:46 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact. Motor was taken to the test bench where pump error 38 alarm occurred. The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. Customer alleged for device test failed was confirmed due to pump error 38 alarm during testing. Customer alleged for reservoir unable to lock into place was not confirmed. Customer alleged for pump error 37 alarm/pump error 43 alarm/pump error 130 alarm were confirmed. Pump error 38 alarm was confirmed during testing. Moisture damage was confirmed on the motor contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to successfully clear alarm and complete rewind. Displacement test was failed. Customer stated the top part of the reservoir was not fully locked in place and the insulin leaked out after rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.